Event description:
Bayer case number: (B)(4) abdominal pain [abdominal pain], headaches [headache] , memory loss [memory loss] , fatigue / currently very tired [fatigue] , depression [depression] , anxiety [anxiety] , joint pain / pain in every joint [painful joints] , psoriasis [psoriasis] , rheumatoid [rheumatoid arthritis] , insomnia [insomnia] , leg pain [leg pain] , back pain [back pain], fingers on hands deformed [finger deformity] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 16-jun-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 48-year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, 340 days after essure (ess205) insertion, she experienced abdominal pain (seriousness criterion medically important), headache ("headaches"), amnesia ("memory loss"), fatigue ("fatigue / currently very tired"), depression ("depression"), anxiety ("anxiety"), arthralgia ("joint pain / pain in every joint"), psoriasis ("psoriasis"), rheumatoid arthritis ("rheumatoid"), insomnia ("insomnia"), pain in extremity ("leg pain"), back pain ("back pain") and finger deformity ("fingers on hands deformed"). At the time of the report, the abdominal pain, fatigue, depression, arthralgia, insomnia, pain in extremity, back pain and finger deformity had not resolved. The outcomes for headache, amnesia, anxiety, psoriasis and rheumatoid arthritis were unknown. No causality assessment was received for essure (ess205) with regard to headache, amnesia, fatigue, depression, anxiety, arthralgia, psoriasis, rheumatoid arthritis, abdominal pain, insomnia, pain in extremity, back pain or finger deformity. The reporter commented: patient¿s current status: currently very tired; abdominal pain; depressed; insomniac; pain in every joint; leg pain; back pain; fingers on hands deformed; the list is too long. Actions taken to treat the patient in the healthcare facility: not specified period of occurrence: no precise date. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) abdominal pain [abdominal pain], headaches [headache] , memory loss [memory loss] , fatigue / currently very tired [fatigue] , depression [depression] , anxiety [anxiety] , joint pain / pain in every joint [painful joints] , psoriasis [psoriasis] , rheumatoid [rheumatoid arthritis] , insomnia [insomnia] , leg pain [leg pain] , back pain [back pain] , fingers on hands deformed [finger deformity]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 16-jun-2025. The most recent information was received on 02-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 48 year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, 340 days after essure (ess205) insertion, she experienced abdominal pain (seriousness criterion medically important), headache ("headaches"), amnesia ("memory loss"), fatigue ("fatigue / currently very tired"), depression ("depression"), anxiety ("anxiety"), arthralgia ("joint pain / pain in every joint"), psoriasis ("psoriasis"), rheumatoid arthritis ("rheumatoid"), insomnia ("insomnia"), pain in extremity ("leg pain"), back pain ("back pain") and finger deformity ("fingers on hands deformed"). At the time of the report, the abdominal pain, fatigue, depression, arthralgia, insomnia, pain in extremity, back pain and finger deformity had not resolved. The outcomes for headache, amnesia, anxiety, psoriasis and rheumatoid arthritis were unknown. No causality assessment was received for essure (ess205) with regard to headache, amnesia, fatigue, depression, anxiety, arthralgia, psoriasis, rheumatoid arthritis, abdominal pain, insomnia, pain in extremity, back pain or finger deformity. The reporter commented: patient¿s current status: currently very tired; abdominal pain; depressed; insomniac; pain in every joint; leg pain; back pain; fingers on hands deformed; the list is too long. Actions taken to treat the patient in the healthcare facility: not specified period of occurrence: no precise date. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kg. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-jul-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.